Event description:
Pt was implanted with (3) zipfix and wires on (B)(6) 2012 for coronary artery bypass graft surgery (CABG). It was discovered on an unk date, two of the three zipfix broke at the eye loop post-operative. Pt was returned to the operating room on (B)(6) 2012 surgeon removed all zipfix hardware and pt was revised to (7) wires. This is one of two reports for this event.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.